Event description:
On (B)(6) 2021, it was reported by an arthrex employee via email that an ar-3638 fibertak suture tapes broke after anchor was inserted into bone hole. The anchor remains in patient and surgery was completed using a new device. After receiving additional information on (B)(6) 2021, arthrex employee has confirm that this occurred during a shoulder dislocation surgery. After using (2) ar-3638 fibertak, the sutures broke, surgeon could not recover the anchors so an additional bone socket was created and using another ar-3638 fibertak from a different lot number, case was completed successfully.

Manufacturer narrative:
Not confirmed. The most likely cause can be attributed to use error. Per dfu-0054. G. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.